Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an ar-s4000k-s spine access kit nitinol k-wire got kinked and eventually broke off in the patient, about 3 cm from the distal end while doing a transforaminal approach. This occurred during use in a l5/s1 transforaminal discectomy case with no patient effect. The procedure was completed endoscopically. The broken piece was not retrieved from the patient. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion.